Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that the device and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented as the device was beeping. Upon interrogation, low out of range pacing impedance measurements were observed on the right ventricular (rv) lead. Noise was observed with pocket manipulations and pectoral muscle contraction exercises. The x-ray did not reveal and obvious damage to the rv lead, but the physician could not rule out possible insulation damage. No adverse patient effects were reported.